Event description:
It was reported that: "when removing the catheter from the patient, the spring at the end of the tip came out of the mouth of the catheter. The catheter was removed but the internal coil/spring separated from the catheter and remained in the patients back. They used radiology to determine if there were any pieces left behind.".

Manufacturer narrative:
(B)(4). Full UDI not available as the lot# was not provided by the customer.

Manufacturer narrative:
Qn (B)(4). Full UDI not available as the lot# was not provided by the customer. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based upon a potential lot number. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related issue. Therefore, the potential cause of this complaint could not be determined based upon the information provided and without a sample. No further action is required at this time.

Event description:
It was reported that: "when removing the catheter from the patient, the spring at the end of the tip came out of the mouth of the catheter. The catheter was removed but the internal coil/spring separated from the catheter and remained in the patients back. They used radiology to determine if there were any pieces left behind."